Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code, indicative of premature battery depletion. Due to the presence of the bd code, surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported. According to the field, the patient has not signed a consent form to have their s-ICD returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.